Event description:
It was reported that this electrode was suspected to have fractured. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A visual inspection did not reveal any abnormalities other than arc marks at the distal area of the shock coil. A resistance test was performed and came back with intermittent measurements consistent with a conductor fracture. An x-ray noted a fracture approximately 5.3 centimeters (cm) from the terminal pin. These characteristics are consistent with cyclic fatigue. Analysis confirmed the allegation made against the electrode in the field.

Event description:
It was reported that this electrode was suspected to have fractured. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.